Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Visual inspection found that the internal battery overheated and was deformed. The evaluation determined that the reported battery failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an inoperable battery. There was no patient injury reported as a result of this incident.